Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02734. It was reported that when the patient presented remotely via melrin.net transmission, multiple episodes of non-sustained rv oversensing due to intermittent losses of atrial and right ventricular capture were observed. The patient was stable during the episodes. The issue was possibly due to physiological factors that changed the capture thresholds on that particular day and time. No programming changes were suggested. The patient was stable and being monitored.